Manufacturer narrative:
The samples were serum. Qc results were within the established ranges prior to and after the event. A system check was performed on (B)(6) 2010 and met specifications. A bci field service engineer (fse) was on site on (B)(6) 2010. The fse performed a major preventive maintenance. All verification testing met the specifications and no hardware issue was noted. A clear root cause for the event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated thyroid stimulating hormone (tsh) and free t3 (frt3) results, and a non-reactive rubella igg result generated on access 2 immunoassay analyzer for three different patients. The results were reported out of the laboratory. Subsequent testing produced tsh and frt3 results in the normal reference ranges and reactive rubella igg result. No death, injury, or change to patient treatment has been reported in connection with this event.